Event description:
Customer's mother reported not being able to test customer's blood glucose due to blank screen that appears on their freestyle flash meter. As a result, the customer went to consult their doctor. Customer's mother reported customer experienced symptoms of "upper body shakiness, left hand trembles, fatigue and diabetic seizure" during their doctor's appointment. Customer's mother reported customer was treated with five tablets to treat low sugar symptoms. There is no report on diagnosis from the doctor.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.